Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values 3 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient received ongoing low readings and self-treated without checking the bg. She treated with carbohydrates and her husband administered glucagon. After treatment, she developed vomiting and was presented to the emergency department where the bg was in the 700s mg/dl and she was diagnosed with diabetic ketoacidosis. The patient's pump was removed, and the patient was treated during several day hospital stay. The patient was discharged on a basal-bolus regimen and the pump was discontinued. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.